Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found a bent instrument nozzle. The fse fixed the issue and all the samples were re-tested. The customer has had no further issues. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested for sodium (na) on a cobas pro ise analytical unit. Patient 1 initial result was 151.7 mmol/l. The repeat result was 138.2 mmol/l. Patient 2 initial result was 153.9 mmol/l. The repeat result was 135.9 mmol/l. On (B)(6) 2024 patient 3 initial result was 153.8 mmol/l. The sample was repeated 4 times with results of 150.2 mmol/l, 150.2 mmol/l, 153.8 mmol/l, and 153.8 mmol/l. The sample was repeated on a different cobas pro analyzer and the result was 146.8 mmol/l. The sample was repeated on a gem analyzer and the result was 151 mmol/l.